Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the surgery date. Latest preventive maintenance on device meets specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows thirty-three successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about one minute and four seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's left eye was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during side cut. The treatment was only ninety-nine percentage complete. The reported issue is not caused by the system or the used patient interface. The info message vacuum pumps stopped by foot pedal - treatment is aborted indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. The root cause could be identified as patient condition related (patient moved) causing suction loss, and a partial flap. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that 80% of the flap was created, resulting in an incomplete flap in the patient's eye during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).